Event description:
It was reported that a pt noticed a decrease in her vision due to opacification. The pt declined to have the lens explanted. The lot and serial numbers were not provided, so it has not been possible to determine whether this lens is a hydroview lens model 1.0. Additional info was requested, but has not been received.

Manufacturer narrative:
The lens was requested, but was not returned to (B)(4). Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the available info, the root cause of the event cannot be determined. The hydroview intraocular lens was discontinued and is no longer manufactured by (B)(4).